Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).

Event description:
A site reported to rxsight that a patient's light adjustable lens (lal, sn (B)(6), +20.0d) was implanted backwards in the eye during primary cataract surgery on (B)(6) 2024. An additional surgical procedure was performed (B)(6) 2024 to flip the lal to the correct orientation with no reported complications. Rxsight's first awareness of this event was on 05/28/2024.